Event description:
It was reported that when starting a console for a bph surgical procedure, "error 641" was noted. The case was completed with an alternate procedure "turp". Patient outcome: no injury to the patient reported.